Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited flickering/noise, and sometimes no image was observed on the monitor. Ccd (charge couple device) was stuck in the coupler unit. Ccd (charged couple device) was broken, and the coupler pin was also broken, with a part of the ccd charged couple device trapped in it. Physical damage was found on the cap unit, and water leakage was observed from it, and multiple cuts were observed in the cable unit. There was no patient involvement.